Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: reporter alleged an issue with pump. The patient had a blood glucose (bg) of 295 mg/dl on (B)(6) 2013 with vomiting and large ketones. Reporter changed site after vomiting ended, bolused, gave injections and bg resolved to target. Customer support (cs) review of pump history found inaccurate delivery of basal on (B)(6) 2013. Cs instructed patient to discontinue pump and go to an alternate method of insulin delivery until replacement pump arrives. Also, reporter is aware patient is using the fill cannula to bolus and will instruct patient on this issue, as he should be using bolus menu. This was disclosed during the call and cs found 4 incidents on (B)(6) 2013 which the fill cannula was 1.0 unit. This complaint is being reported because a patient experienced hyperglycemia and the pump history issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.